Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate hv therapy from the device due to sensed noise on the lead. The noise events were reproducible with direct pressure on the pocket. Lead was explanted and replaced. No patient complications were associated with the lead extraction; patient was asymptomatic after the procedure.